Event description:
The customer reported that their central nurse's station (cns) primary display is glitchy, looks fragmented, and is unreadable. No harm or injury was reported. This cns was monitoring bedside monitor's (bsm's) at the time.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following devices were used in conjunction with the cns: bsm's: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Manufacturer narrative:
Details of complaint: the customer reported that the primary display on the central nurse's station (cns) was glitchy, looking fragmented and unreadable. This cns was monitoring bedside monitors (bsms) at the time. No patient harm was reported. Investigation summary: only the primary display was affected. The secondary display was fine. Troubleshooting details indicate that the issue was related to the keyboard, video, and mouse (kvm) switch. Under a different ticket, 126505, the kvm switch, and video cables were replaced. The issue did not reoccur. Based on this evidence, it was determined that the cns functioned as intended. The reported phenomenon was caused by the external device, the kvm. There was no indication of cns device malfunction. There was no recurrence history for this device.

Event description:
The customer reported that the primary display on the central nurse's station (cns) was glitchy, looking fragmented and unreadable. This cns was monitoring bedside monitors (bsms) at the time. No harm or injury was reported.